Event description:
Related manufacturer report number: 2017865-2022-41324. It was reported during in clinic follow up that the atrial lead exhibited oversensing due to noise, elevated capture threshold, and muscle stimulation. The lead was capped on (B)(6) 2022 and successfully replaced. During procedure, an inactive atrial lead (sn: (B)(4), model: 1188t/46) which had been previously capped due to fracture, was explanted. The patient was stable and asymptomatic.